Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation of insulin delivery if the damage impacts the power circuit or cartridge cap.

Manufacturer narrative:
Follow-up #1: date of submission 08/29/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/04/2016 with the following findings: the complaint of moisture ingress could not be confirmed or duplicated on investigation. There was no evidence of any moisture in the pump and leak testing did not reveal any leaks.